Event description:
It was reported occlusion alarms occurred. The customer performed the load fill tubing process to address the occlusion alarm. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.